Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-jul-16 regarding a patient receiving marcaine (6mg/ml at 5.9996mg/day), dilaudid (25mg/ml at 24.998mg/day), and clonidine (82mcg/ml at 81.994mcg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient's pump always moved around. The issue started shortly after implant in 2016. The patient thought they cut the original pocket a little too large. The patient had already told their doctor and was to follow-up with a healthcare provider (hcp). No patient symptoms were reported and no further complications were reported or anticipated.